Manufacturer narrative:
(B)(6).

Event description:
The procedure being performed was a tep hernia repair. The balloon could not be inflated. The patient was stable following the procedure and was discharged.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one space maker preperitoneal distal balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that during a tep procedure the balloon would not inflate. The insufflation bulb was received. The obturator was not received. The dissector balloon appeared intact. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Based on the product analysis, the failure was not confirmed to be attributed to the reported event note that the information for use brochure which accompanies each product shipment states to remove the obturator from the cannula before attempting to inflate the balloon. By not removing the obturator, the balloon will not be able to be inflated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.